Event description:
The pt was implanted with saline prosthesis on 4/10/96. Subsequently, it was noted that the device had extruded from the pt's left breast and was removed on 8/15/96. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, februry 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.